Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 11, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The actual sample was not available. Based on the investigation result, since the actual sample and detailed information of this case were not available, the cause of occurrence could not be clarified. No other similar report of the product with the involved product code/lot number. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was no adequate membrane oxygenation. As per the subsidiary, they were informed by the perfusionist about the situation, with parameters that evidence a low po2 in extracorporeal circulation with a flow rate between limits at 180 minutes of cpb. She was requiring many changes in the fio2, and arterial flow to support this low oxygenation with good act levels and hematocrit. The facility's altitude is 2850 meters over sea level. The perfusionist did not need to change the oxygenator membrane in the conduct of the extracorporeal circulation. With interventions in arterial flow and fio2, the performance of the oxygenator was acceptable. No patient died after extracorporeal circulation and did not have neurological events. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code: 4739 - gas exchanger. Health effect ¿ impact code: 2199 - no health consequences or impact. Health effect ¿ clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 ¿ conclusion not yet available.